Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. Upon investigation it was confirmed that the device fired a monophasic pulse during testing. The cause of the failure was isolated to an intermittent connection between the c/a board and high-voltage pca. The cause of the poor connection was oxidation build up on the tin pins of the connector. After cleaning the pca connectors and re-seating the pca assemblies, the monitor passed multiple pulse tests. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) indicating that the monitor failed a pulse test.